Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. A device history record requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric femoral nailing-advanced (tfna) procedure on an unknown date due to a left hip intertrochanteric fracture. During the surgery, the patient was implanted with a tfna nail and tfna helical blade successfully. The surgeon then inserted the hexagonal flexible screwdriver to engage the locking mechanism to control the rotation of the helical blade. While turning the hexagonal flexible screwdriver, the shaft broke just below the handle. The surgeon then used a hexagonal shaft and t-handle from the set to advance the locking mechanism and then inserted the distal locking screw. The procedure was successfully completed. A surgical delay of approximately 45 seconds was reported. There was no patient consequence. Concomitant devices reported: titanium cannulated tfna nail (part # 04.037.042s, lot # h622715, quantiy # 1); tfna helical blade (part # 04.038.315s, lot # h477845, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 03.037.028; lot: 9298612; manufacturing site: haegendorf; release to warehouse date: 19.may.2015; the device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broke: device condition: visual inspection performed at customer quality (cq) observed that the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. Also, the hexagonal drive shows slightly worn edges but which would not impact the functionality. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level flexible screwdriver & flexible shaft (component) were reviewed and no design issues were identified. Dimensional inspection performed at the broken shaft portion measured the diameter as 7.98 mm (ca-814) that falls within the specification 8 mm h7 +0/-.015 mm per inspection sheet. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.a material review could not be performed because the DHR for sub components are not tracked. Conclusion: a root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to an exceeding off axis bending force. Further raw material inspection was not performed as sub-components of the given device are not lot tracked.however based on the age of the device (2+ years) and the received condition of off axis bending, there is no indication that the material would have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tfna procedure took place on (B)(6) 2018.

Manufacturer narrative:
Additional narrative: date of event it now known. Additional method code added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.